Event description:
The patient had an infected knee implant - the infection was staphylococcus aureus. The patient was treated and a crt was implanted (stem extension was implanted in femur and tibia). In the post-op; the staphylococcus bacterial strain was no longer present; but the patient developed a new deep infection of the pseudomonas aeruginosa family which was immune to all the tested antibiotics. This infection caused the removal of the implant and knee arthodesis.